Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: june 1, 2018 through july 31, 2018, psr submission number: 2210968-2018-75203, psr report identifier: (B)(4). All event details will now be captured via emdr report number 2210968-2021-12642.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that she underwent a revision surgery on an unknown date. No additional information was provided.